Manufacturer narrative:
PMA / 510(k) number was inadvertently omitted on the initial report and has been added to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: toutouzas, k. Et al. Reduction of para-ring regurgitation after transcatheter mitral valve replacement into a failed mitral annuloplasty ring. Journal of the american college of cardiology (2018) feb 12;11(3):e17-e20 doi 10.1016/j.jcin.2017.09.026 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) male patient with a medical history of severe degenerative mitral regurgitation due to cord rupture and aortic insufficiency. The patient was implanted with a 25mm duran ring and an ats open pivot 25mm aortic valve. Upon readmission, a transesophageal echocardiogram (tee) indicated moderate to severe para-ring regurgitation due to partial dehiscence of the annuloplasty ring and severe transvalvular regurgitation due to poor coaptation of the native valve. Hemolytic anemia was also noted. Subsequently, a transcatheter valve-in-ring procedure was performed with a non-medtronic device. The regurgitation and anemia resolved. No additional adverse patient effects were reported. There were no complaints against the ats open pivot device.